Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device is noisy, dry mouth, nasal/throat irritation or soreness. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil initiated therapy with the device and verified airflow, using a pil supplied power supply and ac power cord. No noise was observed. Pil did observe in inspection that the blower seal was not fully seated. This could contribute to operational noise. Pil observed the following from an internal and external inspection: unknown white, and black contamination (dust-like), (inconsistent with degraded sound abatement foam) at the air inlet of the blower box. Unknown white, and black contamination. Light dust-like contamination on top of the blower box, the blower motor, and the blower motor seal. Light dust-like contamination on the bottom of the blower motor. Light black specks of contamination (dust-like), (inconsistent with degraded sound abatement foam), in the blower box. Light unknown black specks of contamination (inconsistent with degraded sound abatement foam), in the bottom enclosure. And was not able to confirm the presence of degraded sound abatement foam. There is no functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. Errors logged: 0 errors were logged.